Event description:
The svc report shows the customer reported that the 840 ventilator stopped cycling while in use on a pt. The pt was not harmed or injured as a result of the event.

Manufacturer narrative:
The customer reported that he was not able to duplicate the problem. Vent pass all testing. Npb not authorized to eval the vent.